Event description:
It was reported that the right ventricular (rv) lead had an insulation fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr implantable pulse generator 2010-(B)(6); 5594 implantable pacing lead 2002-(B)(6). (B)(4).